Manufacturer narrative:
Catalog number in d4 is the international list number which is similar to us list number of 062910. The device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date a patient in australia underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube. The patient reported via a physician's letter that there was some slough at the peg-j site and was treated with keflex. Additional information was received in which the stoma site had been red, raw and uncomfortable in the past 2 weeks. The stoma site was swabbed (results unknown) and medically reviewed by a physician. The patient had been treated for 1 week of oral keflex with 4 days remaining. The patient stated the (stoma) wound has improved but requires silver nitrate cream for wound dressing management.

Manufacturer narrative:
Additional information received on 28 aug 2025: b5, d4, d6a, d6b, and h4. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
Additional information received on 28 aug 2025: on (B)(6) 2024, the patient underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube. The reported stoma issues have resolved with a steroid cream prescribed by general practitioner.